Manufacturer narrative:
The reported complaint of separation problem and connection problem was not confirmed. The reported complaint of stretched helix was confirmed. A visual inspection revealed that the helix length was stretched out of specification, this is consistent with procedural damage. The tether buttonhole diameter was measured and revealed to be within required specification. Telemetry and pacing features were analyzed and the device exhibited normal electrical characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the ventricular device was unable to be release from and docked to the delivery catheter during the implant procedure. The system was removed from the patient and the helix of the device was observed to be stretched. A new device was implanted to resolve the event, and the patient was in stable condition.